Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported falling backwards and hitting their head. The cause of the fall was unknown. The patient did not lose consciousness. He questioned if the fall might have been due to device therapy. The device remains in use. No further patient complications were reported as a result of this event.